Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after an interventional aneurysm coiling procedure using a small-bore artery (= 8f) sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 correction: model # updated to 12673-05.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A visual and functional analysis was performed on the returned device. The reported cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Correction: d9 device available for evaluation updated from ¿yes¿ to ¿no¿.